Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having high blood glucose of over 500 mg/dl. Troubleshooting found that the cannula was bent and treated with an injection. Customer indicated that their blood glucose is coming down. Customer declined high blood glucose troubleshooting and indicated that the pump is working fine. No further details provided.